Event description:
As reported by the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure the 23f dilator was unable to advance into the external iliac artery. In order to troubleshoot, the physician opted to angioplasty the common iliac down to the external iliac with a 9 x 40 pta balloon. Upon reviewing the angiogram, a rupture at the external iliac was seen. This was treated successfully with an aortic occlusion balloon and repair of the right external and common iliac with a viabhan and medtronic stent grafts. The patient was noted to have remained in stable condition, however the case was aborted.

Manufacturer narrative:
The device was not returned for evaluation, however, per report, there was no device malfunction. A device history record (DHR) review for the dilator kit was performed and all manufacturer's specifications were met prior to release for distribution. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. This may be due to excessive calcification, tortuosity, and/or small vessel diameter. When difficulty is encountered inserting/advancing the dilator, it is routine to troubleshoot. This may require exchange of the device over a guide wire; however, this can be performed with minimal delay in treatment and little risk to the patient. In this case, the physician attempted to dilate the vessel in order to allow safe passage of the device which resulted in the vessel rupture. Per the instructions for use (IFU) and the patient screening manual, the dilator kit is contraindicated for tortuous or calcified vessels that would prevent safe entry of a dilator. Additionally the patient screening manual instructs the operator on proper peripheral vessel assessment, taking into consideration calcification, tortuosity, and minimum vessel diameter. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, the patient was reported to have no vessel calcification and no vessel tortuosity though the reported vessel size was 7.0mm which is the minimum vessel size recommended. The exact cause for the reported difficulty inserting the 23fr dilator cannot be confirmed; however, it was likely related to vessel characteristics. No additional actions are required at this time.